Event description:
It was reported to philips that the device is unable to discharge. There was no patient involvement. The philips field service engineer (fse) evaluated the device and confirmed the unable to discharge issue. The philips field service engineer (fse) performed an operational check. This resulted in the problem being fixed. The device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
(B)(6).